Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results as the instrument would enter the not ready state and not complete the assays on board. There was no patient consequence associated with this event. A new lot of reaction vessels, that was not manufactured with the affected resin, was shipped to the customer. A field service engineer (fse) was on site and removed all remaining affected rvs from the instrument and installed new rv clips. The fse loaded the new rvs on to the instrument. The customer indicated no further issues were noted.